Manufacturer narrative:
Results: the strain relief was offset. The offset strain relief was unwound by a penumbra investigator to reveal a fracture of the catheter shaft. The px slim was ovalized approximately 1.0 cm from the distal tip. Conclusions: evaluation of the returned device revealed it was fractured under the strain relief. This type of damage typically occurs due to forceful handling at extreme angles during removal from the packaging or preparation for use. Further evaluation revealed the distal end of the px slim was ovalized. This damage likely occurred due to forceful gripping of the px slim during preparation for use. Px slim devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the vertebral basilar junction using a px slim delivery microcatheter (px slim). During the procedure, the physician noticed that the px slim strain relief was kinked. Shortly after that, the physician noticed that saline was leaking from the area of the strain relief. The px slim was removed from the patient and the procedure was successfully completed using a new px slim. There was no report of an adverse effect to the patient.